Manufacturer narrative:
The colonoscope was returned to olympus for evaluation. A visual inspection was performed and noted deep indentations on the distal end cover; however, no sharpness noted on the distal end nozzle opening. In addition, the bending section glue on the insertion tube was found with open gaps. No foreign materials were found in the open gaps of the bending section glue. A boroscope was used to inspect the biopsy channel and suction channel of the device. There were black stains found inside the biopsy channel measuring at 50mm from the biopsy forceps. Scrapes were also noted inside the biopsy channel. No abnormalities were found inside the suction channel. The device was serviced and returned to the user facility. Based on the investigation findings, the scrape marks found inside the biopsy channel wall is likely attributed to the use of a sharp object/device with the scope. The root cause for the reported event is likely due to user handling. The instruction manual contains several warning and caution statements in an effort to prevent equipment damage and patient injury. ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Do not insert endotherapy accessories forcibly or abruptly. The endotherapy accessory may extend from the distal end of the endoscope abruptly, which could cause patient injury, bleeding, and/or perforation.¿

Event description:
Olympus was informed that during a colonoscopy procedure, the patient's spleen was injured. It is unknown if the procedure was completed and if medical or surgical intervention was required. The patient's condition is also unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide the concomitant devices.